Event description:
It was reported that a cartridge alarm 34 occurred. There was no adverse impact to the customer¿s blood glucose level. They were advised to use a backup insulin pump to ensure continuous insulin delivery.